Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results of "80's mg/dl" compared to "50's mg/dl" compared to a lab reading. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the subject meter caused or contributed to an adverse event since the patient alleged her symptoms occurred prior to the start of the alleged issue, therefore the meter could not have contributed to the injury.